Manufacturer narrative:
Technician found the head up function was not working due to faulty valve guide tube. Replaced head up valve guide tube to resolve this issue. Bed found in "down" storage area.

Event description:
Bed found in "down" storage. Head up function was not working. No patient impact reported.